Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, as the esheath was taken out of the right common femoral artery, the implanter noticed the very proximal plastic tip of the sheath was almost completely torn away from the rest of the sheath. The operator described feeling a "pop" as the valve passed through the esheath upon our primary insert. There was no reported patient injury post procedure. Per fcs, the patient's calcification was moderate. It is unknown whether the sheath was torqued during the procedure. The tear was on the blue hdpe material.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The esheath+ was returned to edwards lifesciences. An image review was unable to be performed as images were not provided. The returned device was visually inspected, and the following was observed: sheath distal tip torn radially along the distal liner edge. No soft tip damage observed. All score lines present. Minor scratches near sheath distal tip. Tip did not open along the axial score line, but rather stretched along the side of it. Liner is fully expanded with a portion mid-shaft (approximately 3.5"-5.5" from distal strain relieve) that is not fully lifted from high density polyethylene. However, this is considered to be cosmetic and does not impact the form, fit, or function of the liner. Due to condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. There are no relevant dimensional inspections related to this failure mode; therefore, no dimensional testing was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "as the esheath was taken out of the right common femoral artery, the implanter noticed the very proximal plastic tip of the sheath was almost completely torn away from the rest of the sheath. The operator described feeling a "pop" as the valve passed through the esheath upon our primary insert". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. Additionally, follow-up information stated that the patient's vasculature contained calcification. The scratches present on the returned shaft in the distal tip region is indicative of interaction with calcification. Protruding calcification can impact axiality between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. A CAPA was previously opened to capture further investigation and implementation of any possible corrective actions.